Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the patient line became disconnected from the infusion set tubing. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg; however, the customer alleged that the pump was not delivering insulin properly. Tandem technical support (cts) reviewed pump data logs and found that the pump performed as intended. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.